Event description:
It was reported that during the implant procedure the lead had intermittent low impedance and failure to pace. It was noted that the lead was tested with multiple analyzers, cables, and pigtails. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.